Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the calcified and severely tortuous proximal right coronary artery. The physician advanced the 2.25x12mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed. It was noted that shaft kinks occurred and part of the stent was lifted. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: initial visual examination noted proximal stent strut damage, as an individual strut appeared stretched, interrupting the profile of the crimped stent. A severe kink was also noted approximately 87mm distal from the catheters strain relief. No further damage was noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the calcified and severely tortuous proximal right coronary artery. The physician advanced the 2.25x12mm promus element plus stent delivery system and was not able to cross the lesion. The device was successfully removed. It was noted that shaft kinks occurred and part of the stent was lifted. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. (B)(4).